Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated insulin pump seems to be freezed a lot and the button presses have delayed responses. Customer stated all buttons were unresponsive especially down and center buttons were delayed in response. Customer was able to successfully clear the alarm but all button were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring :black. Patient returned insulin pump with alleged frozen display, unresponsive keypad and multiple alarms on aug 04, 2021. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side, faded serial number label. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No frozen displays, or unexpected display anomalies were noted during testing. The middle (enter) and down keypad buttons had to be pressed hard to get them to respond. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. A stuck key alarm was found in the history file [jul 02, 2021 at 19:28]. In addition to this, the adapt tool lists a pump error 54 occurring @ 07/01/2021 16:39 and a pump error 3 occurring @ 07/01/2021 16:40. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. The go back, left, up, down, and middle keypad buttons failed the keypad voltage test. Upon further examination, this is due to a cold solder joint at u1 pin 1 of the keypad assembly. In summary the patient's allegation regarding a frozen display is not confirmed whereas the one regarding an unresponsive keypad is confirmed. The failed vibrator is due to the moisture damage on the battery board underneath the battery compartment where it is located. The unresponsive keypad is due to a cold solder joint at u1 pin 1 on the keypad assembly. Finally the pump errors 54 and 3 are due to a software error. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.